Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient regarding their implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type 1. It was reported that when the patient had their trial, their hcp implanted 2 leads and the patient had a week pain free. When the permanent implant was placed, the hcp could only get 1 lead implanted after 4 hours in the operating room. Following the implant, the patient had minimal relief and the ins ceased to work at all and did nothing so they let the ins battery deplete. The patient's ins was dead. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's temporary lead placement was correctly inserted and they had relief from pain the entire time they had the trial stimulator. After the temporary stimulator was removed and the permanent ins was implanted, only one lead could be inserted along the spine. Consequently, they received only minimal pain relief from the permanent implant initially and finally they had no pain relief no matter what they programmed into the controller. The patient reported that they had a non functional ins that prevented them from receiving mris and they needed to have it removed for future potential mris. The patient had the ins removed due to the ineffective pain relief. The issue was resolved. No further complications reported.